Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of impedance anomaly was confirmed in the laboratory. Analysis found the body of lead clogged with dried body fluids and the helix was retracted. Normal lead impedance was measured when the helix was in the extended position. No other anomalies were found.

Event description:
It was reported that during implant, the lead showed high impedance. This lead was not used.